Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) male consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, about a year ago, the consumer started using flavored reach access daily flosser, one time, daily, for general oral hygiene and flossing the teeth (route dental, lot number and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, while flossing the back teeth, the head of the flosser broke off and the handle snapped up into his mouth, which caused a cut on the inside of his upper lip, and noticed bleeding in his mouth. He stopped the bleeding by compression. He also experienced pain while he continued to brush. He washed off his mouth to treat the events. After an unspecified duration the consumer discontinued the use of the device. The events were resolving. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the consumer stated that the replacement head was still attached to the broken part of the handle. The consumer did not provide a lot or control number. A review of the data associated with this complaint revealed no adverse trends. A review of the manufacturing issues documentation did not indicate reach access daily flosser failed to meet specifications. Complaint trends would continue to be monitored. This report remains non-serious. This report was reassessed as non-reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from (B)(6) caucasian male consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, about a year ago, the consumer started using flavored reach access daily flosser, one time, daily, for general oral hygiene and flossing the teeth (route dental, lot number and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, while flossing the back teeth, the head of the flosser broke off and the handle snapped up into his mouth, which caused a cut on the inside of his upper lip, and noticed bleeding in his mouth. He stopped the bleeding by compression. He also experienced pain while he continued to brush. He washed off his mouth to treat the events. After an unspecified duration the consumer discontinued the use of the device. The events were resolving. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.